Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker exhibited signs of premature battery depletion during a device interrogation when the battery consumption was noted to be at 211 percent. Boston scientific technical services (ts) review of device data confirmed the power consumption had been gradually increasing and is higher than expected. Ts noted the power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. At this time the pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited signs of premature battery depletion during a device interrogation when the battery consumption was noted to be at 211 percent. Boston scientific technical services (ts) review of device data confirmed the power consumption had been gradually increasing and is higher than expected. Ts noted the power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was successfully explanted. The clinic informed the field representative that the device was discarded and will not be returned.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The clinic informed the field representative that the device was discarded and will not be returned.